Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible lead integrity alert (lia) for increased sensing integrity counter (sic) and rising/high pacing impedance. Additionally, stored electrograms (egm) showed rv lead oversensing. The rv lead was fractured. The rv lead was capped and replaced. During the procedure, insulation was noted to be missing over the coil and also down the pace/sense portion of the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.